Event description:
There was an allegation of questionable chol2 cholesterol gen.2 results for 1 patient sample(s) on a cobas 6000 c (501) module. On (B)(6) 2023, the initial cholesterol result from an aliquot tube was 59 mg/dl. The customer questioned the result as it was low and they had been having qc issues. On (B)(6) 2023, the repeat result from the primary tube was 153 mg/dl. The initial result was not reported outside of the laboratory. The repeat result was deemed correct. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found that the rinsing and dispensing of the cuvettes were affected by damaged rinse tubing, the acid wash levels and cell blank were not within specification, and the ise sipper nozzle was not installed correctly. The fse replaced all rinse tubing in the rinse mechanism, inspected wash lines 1 and 2, cleaned the cell wash fittings and valves, adjusted rinse levels, and reinstalled the ise sipper nozzle correctly. Mechanical checks, a precision check, calibration, and qc were all performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.